Event description:
During a cardiac catheterization procedure and as the dr pulled back on the catheter, it broke leaving a section of the distal end inside the pt. The clinicians were able to retrieve it using biopsy forceps through a 7f sheath system. There was no short-term or permanent impairment to the pt as a result.